Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s system was providing readings of both high and low impedance which could not be reproduced in clinic. The physician opted to turn off the svc coil and sent the patient home. Subsequently the patient did receive appropriate therapy. On (B)(6) 2018 the patient¿s right ventricular apical lead was revised and was replaced. The patient was stable following this procedure. Subsequently the patient received multiple appropriate therapies. Nevertheless, the patient¿s system then subsequently reflected continuing high impedance issues and, as such, the physician plans to explant and replace the patient¿s implantable cardioverter defibrillator. No further information was available.

Manufacturer narrative:
Supplemental correction report needed to correct the event date from the initially reported (B)(6) 2018.